Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the controller was returned for evaluation. The battery and pump were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed scratches on the controller's liquid crystal display (lcd) on the front panel window. Additionally, contamination was observed in the serial port and both power ports. The observed scratches on the display and serial port contamination are additional observations not related to the reported event, likely due to the handling of the device. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed two (2) critical battery alarms logged on (B)(6) 2020 at 00:28:36 and on (B)(6) 2020 at 21:18:39 due to communication errors involving (B)(6). Critical battery alarms are high priority alarms, which will result in the controller's alarm indicator flashing red. Additionally, a vad disconnect alarm was logged on (B)(6) 2020 at 15:17:10, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Log file analysis also revealed a controller power-up event on (B)(6) 2020 at 22:20:20. The data point recorded on the controller's internal log prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and another battery was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that a different battery was connected to power port one (1) and another battery was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 15 seconds. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under (B)(4) on (B)(6) 2019. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and / or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, contamination within the power ports, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the contamination in the controller power ports can be attributed to the handling of the device. Additional products: d4: serial#: (B)(6), d9: yes, return date: 04-aug-2020, h3: yes dev rtn to MFR? Yes, h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c07, c15 h6: FDA conclusion code(s): d02, d11, d15, d4: serial#: (B)(6) h3: yes, h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system controller 2.0, model #: 1420 / catalog #: 1420, expiration date: 31-dec-2019, serial#: (B)(4), UDI #: (B)(4). Yes, return date: 04-aug-2020, no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31-dec-2018. No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019, serial#: (B)(4), UDI #: (B)(4), no. Device evaluation anticipated, but not yet begun. Mfg date: 06-oct-2018. No. (B)(4).investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard multiple "red alarms" while they sat still. The battery exhibited a critical battery alarm and there was a loss of power on the controller. The alarms resolved when the patient "pushed the driveline and batteries back in." The driveline and batteries did not appear disconnected and the driveline was intact upon inspection with no kinks or breaks in the integrity of cable. The driveline remains in use and the battery and controller were exchanged. No patient complications have been reported as a result of this event.